Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter was inserted, it was found that the balloon was damaged and could not be used for pacing". Additional information states, the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc; blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A bend to the central lumen was noted at approximately 4.7cm from the distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample. Some blood was noted within the helium pathway. The bladder thickness was meas-ured at six points with measurements ranging from 0.0054in-0.0059in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. A leak was immediately detected from the iabc bladder membrane at approximately 14cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "leaking" is confirmed. During the investigation, a puncture consistent with contact from a sharp object w as found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer han-dling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "when the catheter was inserted, it was found that the balloon was damaged and could not be used for pacing". Additional information states, the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Event description:
It was reported "when the catheter was inserted, it was found that the balloon was damaged and could not be used for pacing". Additional information states, the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leaking" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.